Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any damage to the head or the threads of the screw. The crown of the screw has some witness marks and has been worn from the seating of the rod. Functional inspection confirmed the screw head was able to pivot in all directions. The screw appears to function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and fusion at l3-pelvis. This was a revision to a prior surgery. Intra-op, the screw head became locked. The head could not move multi-axially; and could not connect to the construct. Hence, the screw was removed and was replaced with a new one. Reportedly, the alleged screw broke as well, but no broken fragments remained inside patient's body. No patient complications were reported due to this event.